Event description:
The patient was in the emergency room with an overdose; the caller was inquiring about how to stop the pump. The caller had no information regarding the specific patient or the specific device involved.